Event description:
It was reported while using the catheter during an ablation procedure, the catheter leaked fluid through the proximal part of the catheter's handle. There were no consequences to the patient.

Manufacturer narrative:
We are awaiting device return. If the device is returned a follow-up report will be submitted with the results of our investigation.